Event description:
Customer reported device = hi twice in a row at 3:28 & 3:31 pm. Customer did not have any high blood glucose symptoms and no action was taken. Customer tested again at 9:14 pm and device = 413 mg/dl. Customer felt cold, clammy, and did not feel well. Customer went to the emergency room (ER) at about 10 pm. ER device = 289 mg/dl. No treatment was received and customer was released home. Customer's device = 337 mg/dl at 11 pm after being released from the ER. Customer took normal amount of insulin. Controls werein range. A request was made for return product and replacement product was sent.